Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The customer troubleshot with technical support and was provided with a part and price. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the customer had an error code for the alarm light emitting diode (led) failed. There was no patient involvement.